Event description:
Customer reported that they ordered retainer prematurely and end of treament was not met. No additional information was reported.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
The patient reported: I received the retainer and noticed tightness. When removing the retainer, a portion of my tooth chipped off in the retainer. A letter of recommendation was provided, stating that the customer is undergoing dental work, which will require new impressions for the retainers to fit correctly.

Manufacturer narrative:
Note: an incorrect initial 3500a submission was inadvertently submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.